Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the disposable handpiece blade would not spin and the lights on the motor drive unit were dimming. The disposable handpiece was replaced. The blade would not spin and the motor drive unit was humming. The case was successfully completed with laparoscopic scissors with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/02/2007. Conclusion- the actual device involved in this event was returned for evaluation. The functional evaluation was unable to duplicate the reported symptoms.